Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s pump user guide: ¿check that your connection between the device not returned.

Event description:
It was reported the customer alleged the pump was not delivering insulin appropriately. Additionally, it was reported that the battery gauge was fluctuating. Lastly, the customer reported the cartridge connection disconnecting from the infusion set tubing. The customer reverted to manual injections for alternate insulin therapy. The customer's blood glucose ranged 360-541 mg/dl and experienced malaise which was addressed with a manual injection.